Event description:
The customer stated that she went to urgent care due to a high blood glucose reading of 590 mg/dl. The customer stated that she had eaten more cookies than she realized. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The customer did not want to continue troubleshooting at the time of the call. Advised the customer to call back when she feels better. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.